Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient reported her ins is not working. She is not able to connect with her recharger or her patient programmer. The patient noticed it a couple weeks ago. The patient said this is her 3rd time she has overdischarged her ins. The patient was told before that if it goes out again she would have to have the ins replaced. The patient called to get health care provider (hcp) listings.